Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was part of a system revision due to presenting a pocket erosion. Reportedly, the device was coming out and no infection was found after testing was done. There were no additional adverse patient effects reported. This crt-d was explanted.